Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic) and lead failure predictor episodes. The physician thought this was maybe a false lia and decided that no intervention would take place. The lead remains in use. No patient complications have been reported as a result of this event.